Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The device was successfully interrogated. The memory log found that the device had a magnet applied to the device multiple times. During this time, the device went through nine resets. The device was confirmed to be functioning normally. As a result, the clinical observation could not be confirmed.

Event description:
Boston scientific received information that the device has suffered memory corruption in the v-tachy mode change log which caused the error log and halt on the programmer. Three programmer were attempted and were all unable to interrogate. Critical therapy was confirmed to be available and the device was confirmed to be functioning appropriately. No adverse patient effects were reported.